Event description:
A customer contacted beckman coulter (bec) reporting a cartridge chemistry (cc) reagent syringe leak in the unicel dxc 600 synchron chemistry analyzer. The instrument also generated a "cc sample cuvette no fluid detected" error, which alerted the operator of an issue. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection, and a laboratory coat when the leak was discovered and during troubleshooting. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
Upon troubleshooting, the customer found that the reagent syringe assembly was not fully engaged to the syringe 3-way shear valve. The customer tightened and secured the reagent syringe and checked all fittings. Reagent delivery subsystem was primed and no further leaks were observed. Service was not dispatched for this event as the customer corrected the issue. (B)(4).